Event description:
New information reported the patient to be in good condition post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up of an asymptomatic patient, the pulse generator was found to be operating in backup vvi mode. Due to the device's low battery status, troubleshooting was not attempted. It was thought that the battery had depleted prematurely. The device was explanted and replaced.